Event description:
It was reported that the patient's right ventricular (rv) lead was over-sensing noise leading to pacing inhibition. The rv lead was explanted and replaced with an alternate rv lead. The patient's condition was stable.